Event description:
It was reported that: "surgeon was doing a duracon poly exchanged of an l1 baseplate with a large cs 11mm insert. The insert would engage on the front lip after numerous attempts. Another poly was opened - large cs 13mm insert and would not engage either. Finally, the doctor cemented the 13mm liner in to place."

Manufacturer narrative:
(B)(4). The following information was obtained during a conference call with the ees sales rep, cq, marketing, manufacturing engineer, and quality engineer: the device was immediately retained by risk management after the procedure. The rep followed up with risk management and discovered the new manager was unaware of this event and has not been able to locate the device. A conference call was scheduled with the ees team and the surgeon. Per the rep, the surgeon was called into an emergency surgery and the call was cancelled. The surgeon indicated he would reach out to ees if the call was still necessary. To date, the surgeon has not requested a call.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Week of (B)(6) 2010. The following information was obtained during a conversation with the surgeon and sales rep: after the bag broke the surgeon observed stool in the patient. The surgeon converted the procedure to an open case and irrigated the patient using two liters of saline. The procedure was completed and the patient was placed on the antibiotic zosin immediately following the case. The patient then developed a wound infection in which was opened and packed by the surgeon. The patient was required to have the wound re-packed daily. The patient was released and one week later presented with back pain and upper abdominal pain. A CT scan was performed and phlegmon (diffuse inflammation of the soft or connective tissue due to infection) was identified. The patient was re-hospitalized and placed on an IV containing zosin. The patient was then discharged with oral zosin. The surgeon indicated the patient is getting better but has lingering discomfort. The patient is a lightly obese female in (B)(6). No previous abdominal procedures. The device was discarded by mistake.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the specimen was in the retrieval bag, during retrieval the specimen fell out of the bag. It is unknown if and how the specimen was retrieved. Per the account, due to the loss of the specimen the patient developed an infection. It is unknown how it is being treated. The account is retaining the device for risk assessment; will not release any patient/event information.